Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient. The patient reported that they had not used their stimulation in 2-3 years because it no longer provided comfort and was painful. The patient noted nerve pain in the leg which affects their lower back or legs. The patient noted that they kept it recharged for mris. The patient let the implantable neurostimulator go completely dead about 8 months prior to the report, but noted that they can still feel the stimulation. The patient did not confirm if they felt stimulation the whole time that the stimulation was off for the past 3 years. The patient said that the only time that the do not have nerve pain was when they taken their night time meds. The patient was supposed to have the implantable neurostimulator removed, but the procedure was ultimately not performed. The patient noted that they need to have the implantable neurostimulator out due to the pain that they are in. The patient noted that they have stage four cancer which is unrelated to the device/therapy. They would like to have the entire system removed. Surgical intervention has not been planned or performed at this time.